Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented for a follow up exam. Upon interrogation, the pulse generator exhibited an error message. The device was reprogrammed. The patient would continue to be monitored.